Manufacturer narrative:
Investigation summary: it was reported that the syringe rod was defective. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with the plunger rod damaged. This defect can occur if the plunger rod infeed scroll was not fully aligned inducing the symptom reported by the customer. A device history record review was completed for provided material number 306546, lot number 1035818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Alignment and settings of the equipment were verified finding them all acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photos sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was damaged/defective. The following information was provided by the initial reporter: "I grabbing for a flush for an IV, the nm tech noticed the handle was so defective that the flush was unusable."